Event description:
The customer reported to olympus, the video system center had an image appear immediately after connection, but the image blacked out. The issue was found during inspection. The procedure was completed with a similar device. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation had no image was found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.